Event description:
It was reported that the foley is leaking when injecting saline.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. An actual sample returned for investigation. It was reported that "the foley is leakage when injecting saline. The sample then was examined using dino lite. It was found that there is some pierce appearance on the shaft part below the funnel area. Review on the returned sample shows the catheter shaft was pierce on the x ray line area leaving a hole on the shaft. Such pierce might be due to the catheter had contact with a sharp tool during handling that causing the catheter body to pierce through. Review on manufacturing processes, all products are visually inspected for presence of defects and subjected to functionality tests of leak and blockage (refer to spm-a52-004). Defective products shall be culled out from the product batch and scrapped. Based on the investigation conducted on the returned sample, no issue found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the foley is leaking when injecting saline.